Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited escalating system impedance measurements. Technical services (ts) observed the impedance was slightly elevated from initial impedance during implant and recommended imaging. It was noted this patient may have cancer and co-morbidities that may complicate considerations in terms of whether to perform a conversion test or not. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was scheduled for a defibrillation threshold (dft) test however ts recommended x ray imaging first. Additional information is being requested from the field. Additional information was received that x ray imaging was performed and although this electrode appeared fine, the physician and patient opted to revise. A revision procedure took place in which the new impedance afterwords was 95 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.